Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had blank display. Customer¿s blood glucose was 11 mmol/l at the time of incident. Troubleshooting was performed. Customer stated that the insulin pump was cracked where battery cap goes in. The insulin pump will be returned for analysis.